Event description:
Customer reported system will not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the sram card. System operates as intended.